Manufacturer narrative:
Concomitant medical products: product ID: 3586, serial# (B)(4), implanted: (B)(6) 1996, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted:(B)(6) 1996, product type: extension. Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1993, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's lead wire broke one month prior to the report and it was discovered on an x-ray. The patient reported that it was "irritating a nerve bundle," and causing her discomfort and pain so she would like the implantable neurostimulator (ins)/lead removed. The patient had a consult with a physician on (B)(6) at 10:30 to have the device removed and the physician told the patient to contact a manufacturer's representative (rep) to have them be present during the appointment. The rep. Was going to contact the patient. The healthcare provider (hcp) noted that the patient had a pending appointment on (B)(6) and would address the issue at that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.